Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years following the implant of a evolut pro 26mm transcatheter aortic valve, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic stenosis with severe hemodynamic valve deterioration. Approximately two months later, a congestive heart failure exacerbation occurred. The patient presented to the emergency department with worsening shortness of breath, chest pain, and leg edema, resulting in a hospitalization. Intravenous diuretics were administered as treatment. A transthoracic echocardiogram was conducted.

Manufacturer narrative:
Updated data: e1. E3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.